Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator generated low expiratory alarms while it was connected to a patient. Expiratory minute volume: low could be found in the evaluated logs. Our field service engineer investigated the ventilator on site and performed a pre-use check with approved results. No abnormal found during ventilation for three days. The ventilator was returned to the customer and cleared for clinical use. The reported issue could not be reproduced. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
It was reported that the ventilator generated low expiratory alarms while it was connected to a patient. There was no patient harm. Manufacturer's ref.#: (B)(4).